Event description:
The patient went to the operating room for an implantation of a medtronic entrust ICD. The device was implanted successfully, and the patient was transferred to the pacu and then inpatient floor with no complications. However, the day after the implantation, it was noted that the device was malfunctioning. The ventricular lead had a high impedance: there was a problem with the header of the ICD, since the lead was properly set in the device. The patient had to return to the or and undergo a second surgical procedure to replace the device.